Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the event history log found no keystrokes, programming, or use related events that could have caused or contributed to the reported event. Review of service history data revealed previous device servicing did not cause or contribute to the reported event. External/internal inspection was performed and passed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. All pressures were found to be correct and stable. The device passed all seal, purge and integrity testing. A short simulated therapy was successfully performed. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of the patient death was unknown. The patient did not have peritonitis or an infection prior to passing away. On the same day as their death, the patient had performed therapy with a homechoice; however, was not connected to the cycler at the time of death. An autopsy was not performed. No additional information is available.